Event description:
It was reported that externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 53.1-56.6cm from the connector pin. External insulation abrasion was found at 33.2-34.4cm from the connector pin, consistent with friction to another device. The etfe coatings were intact in both locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.